Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that there were 2 clamps between the flow chamber and the bag. Top of the clamp came out and disconnected. The nurse cleaned the bottom of the tube and reconnected and escalated to the neurosurgery resident on call. The resident on call stated it was okay now but to mention to the doctor on rounds. Then, leaking was noticed at the distal access site by the day shift nurse between the buretrol and bad. The neurosurgery team was notified, and the system was changed. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.